Event description:
Pump did not have audible tone for a couple of months. Customer does not know their pump has ran out of insulin until their bags bgs run high. The alarm history showed a low reservoir alarm and empty reservoir alarm. The self-test was performed. The audible tone could not be heard. A replacement pump was sent.